Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(4) of break in aseptic technique and sterile peritonitis in a patient coincident with dianeal pd1 therapy. On (B)(6) 2009, the patient began treatment with dianeal pd1, 5l (frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). In 2010, a break in aseptic technique occurred described as 'the transfer set was partially contravened/unglued by the patient'. On (B)(6) 2010, the patient experienced sterile peritonitis requiring hospitalization. On this same date, the patient began treatment with zinacef (cefuroximum) 1gm IV once daily, zinacef 250mg/l ip for first adp and zinacef 120mg/l ip for the next apd (date not reported). On an unreported date, dianeal pd1 therapy was withdrawn. On (B)(6) 2010, the patient recovered from sterile peritonitis. On (B)(6) 2010, the patient started therapy with physioneal. On (B)(6) 2010, treatment with zinacef 1gm and zinacef 120mg ended and the patient was discharged from the hospital. The root cause of sterile peritonitis was break in aseptic technique. The outcome for break in aseptic technique was not reported. The physician believed the event of sterile peritonitis was unrelated to dianeal therapy. The physician did not provide an assessment of causality for the event of break in aseptic technique.